Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence, urinary/bowel dysfunction. It was reported that the reason for call was patient said the device had been great until all of a sudden it was not working. The patient has had 2 uti septic comas in 2 months and this last stay in the hospital it just wasn't working. The return of symptoms started about 3 weeks ago. Patient went from the hospital to rehab and just came home. Patient lost the controller. Sent email to order replacement through sunmed.